Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the team was unable to implant the valve due to the patient's difficult anatomy. Five attempts were made to deploy the valve. The valve popped up three times, and dove down twice. The team decided to remove the valve and delivery catheter system (dcs) and to stop the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0012307632); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre implant balloon dilatation was not performed. It was noted that the patient had a horizontal aorta, slightly bigger left ventricular outflow tract (lvot) and minimal calcium, all of which contributed to the dislodgement during attempted implant.